Event description:
The doctor indicated that the implant body cannot be removed from the fixture mount. The implant at tooth site #12 was removed and another implant was placed within the same procedure.

Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 1.5 mm (2120) was returned for investigation. Visual inspection of the as returned product identified that the implant threads and collar are minimally worn from use. The polymer ring about the implant mount is badly damaged and flared out. The tines of the mount are tangled with the tines of the implant, not seated correctly. The mount screw hex is in functional shape. However, functional testing was performed for the returned product and it was determined the mount screw could not be disengaged from the implant, thus preventing the mount from being removed. No pre-existing conditions were noted on the per. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63850955. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63850955) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product (2120). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. (B)(4).

Event description:
No further event information available at the time of this report.